Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The mother reported that the patient's blood glucose reached 700mg/dl while wearing the pod on his hip/buttocks. He was at a friends house (therefore length of wear was unknown) and called his mother in the morning. He was not feeling well, his heart was beating rapidly, and he was feeling nauseous. He was taken to the hospital and then sent to a clinic via ambulance that had pediatric care, as the first hospital did not. The patient was then hospitalized and diagnosed with diabetic ketoacidosis. Treatment included liquids (type unknown) administered via IV as well as testing/monitoring himself and taking his own insulin; the pod was not removed and was used to administered insulin to lower levels. The doctor never came into the room, only nurses to check on him. No other medications were prescribed or changes to insulin/pdm setting were made. The pod was discarded.